Event description:
Health professional reported: "a defective lap-band port that would not hold fluid." This event was first noticed "in [date] when the patient came to the center for a follow up visit complaining there they were snacking during the day, is hungry every few hours and not satiated." During a consultation [surgeon, name] injected saline into the device, and did not find a leak of the device or tubing. No diagnostic testing was used to confirm the reported event. The port was removed and replaced.

Manufacturer narrative:
(B)(4). The product associated with this report was returned however the device analysis results are pending at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."